Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured and is within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01-dec-2021. It was reported that inflation failure to cross the lesion occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). A 38 x 3.00 promus premier stent balloon expandable were advanced for dilatation. However, during procedure stent balloon expandable could not cross lesion, no patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.